Event description:
Customer alleges wheel hub has scratching sounds. Paint has come off and is rusting. Grease wheels, however, sound came back again after a few weeks. Reference warranty (B)(4).

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gtqsp, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1143151 rev I, was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleges wheel hub has scratching sounds. Paint has come off and is rusting. Grease wheels, however, sound came back again after a few weeks. (B)(4).